Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer had a blood glucose reading of 361 mg/dl and then 40 mg/dl. Customer's basals were adjusted. Caller stated that the customer played four basketball games that day and the customer is at school.